Event description:
On the table base connection box of the ad5/6 types of patient tables a connector is mounted to connect an injector. On this connector a mains voltage of 230v, to power the injector, should only be present when the injector is connected. A relay switches the 230v mains voltage to the connector when the injector is connected. In this case the connections to the relay (on the relay holder) was short circuited (not the relay itself) resulting in a 230v mains voltage that is constantly present on the injector connector. The cause for this short circuit could not be found. A cleaning person touched the connector with a wet cloth and got an electrical shock. The cleaner was not harmed. This issue was reported to the manufacturer from an incident.